Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated, but an incompatibility between the generator and the workstation was noted in the error logs. New software was loaded and the system was tested. It was found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed and error message "failure to go to target" and that it had previously locked up during a procedure. There was no adverse pt involvement reported. There was no pt info reported.